Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to suspected device thrombosis.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The report of suspected thrombus was confirmed based on the evaluation of the returned pump. Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing cup. The tissue showed laminated layering, indicating that the ring formed over an undetermined period of time. Examination of the outlet stator found a red, tissue-like thrombus between the outlet bearing and one of the stator blades. The tissue was loosely seated and did not show any evidence of denaturing or laminated layering, indicating that the thrombus did not form in the outlet stator. The evaluation could not conclusively determine the cause or the origins of the observed thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the device. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: lvad thrombus.